Event description:
It was reported that this lead exhibited loss of capture and high out of range pacing impedance measurements. This lead is still in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).